Event description:
The customer replaced that the device failed to power on after it was shut down.

Manufacturer narrative:
The customer replaced that the device failed to power on after it was shut down. The device was returned to the philips for eval. The reported symptom was duplicated. The battery was found to be the cause of the failure and was replaced to resolve the issue.